Manufacturer narrative:
Investigation conclusion: the customer did not provide a model number or lot number and they did not return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Distributor called reporting false negative urine hcg results. Pregnancy confirmed beta = 126,000 mlu/ml. Customer alleging they have a patient who was diagnosed with metastatic choriocarcinoma yesterday and her urine pregnancy tests twice in the office were negative. Patient's blood hcg yesterday was >126,000 in ER of lmc but her urine pregnancy test was negative again on the same day in the office. Although attempted, no additional details were obtained. No reported patient.